Event description:
It was reported that the stent dislodged. While preparing a 3.5 x 32 promus premier stent delivery system, the stent dislodged inside of a non-bsc guide extension catheter. The device did not enter the patient. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).